Event description:
The vi pump continually throughout the shift alarmed air in line or proximal occlusion. At 04:30 the pump shut off with the pt on 15 mcg/min of levophed and the pt's blood pressure fell rapidly to 60/30. Pt was receiving blood at the time of th e incident so flow rate was increased to augment sbp.